Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's friend reported via phone call that they had low blood glucose value. Customer's blood glucose value was 180mg/dl and gave a bolus and the next morning it was 52mg/dl. Customer treated with coconut water. Insulin pump will not be returned fro analysis.